Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the as-received impactor showed a fracture at the acetal center alignment nodule that comes into contact with the femoral component. This fracture appears to have been caused by an impact overload mechanism. The fracture of the impactor was likely due to the impact forces applied to the instrument during seating of the femoral component. No destructive analysis was performed. It is unknown if the fracture initiated in a previous surgery. This device exhibits signs of significant wear and usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a gii femoral impactor was found to be worn and torn, as well as fractured. No case reported; therefore, there was no patient involvement.